Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received cloni dinhydrochlorid 1000 micrograms/ml with a daily dose of 168 micrograms/day. The indication for use was not provided. It was reported that this pump was implanted in (B)(6) 2017. On (B)(6) 2017 a motor stall alarm occurred. The stall recovered 1 hour and 28 minutes later the motor stall occurred. On (B)(6) 2018, the critical alarm was heard three times after they had adjusted the dose to a lower dose. As reported, this meant that at least 30 minutes as the critical alarm was set to 10 minutes. After that, it was not heard anymore. The patient has not had any particular good effect of the clonidine, so they were lowering the daily dose gradually now. They were thinking of trying baclofen for the pain and were wondering if they could use the same pump or replace the pump first. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pump was still in use and they were trying baclofen in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that pump logs were not available. It was reported that the cause of the motor stall on (B)(6) 2017 was not determined. It was reported that the cause for the pump alarms on (B)(6) 2018 was not determined. It was reported that there was no further troubleshooting and/or diagnostic testing that occurred. It was reported that the pump issue and patient effects have been resolved. It was noted that a motor stall recovery had occurred. It was not that no devices will be returned at this time and there was no reported indicated that the device was or would be explanted. No further complications were reported and/or anticipated